Manufacturer narrative:
(B)(4). The laser machine was examined and tested by an amo field service specialist (fss). The fss was not able to duplicate the decenter flap issue reported. The fss replaced the galvo block assembly. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced a difficult flap/decentered resulting in the aborting the procedure. A description from the surgery indicated the flap started near the center of the pupil and the surgeon immediately aborted the procedure. A sightpath engineer cut 4 to 5 flaps in the gel and all the flaps were very well centered. The laser system was re-started and another 4 to 5 flaps in gel and all the flaps were centered and normal. The surgeon proceeded with rest of the cases after that and all the cases were completed without any issues